Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the stain inside of the light guide lens was due to intrusion of moisture in the endoscope. The intruding route of moisture in the endoscope is an air leak from the electrical connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During device evaluation at olympus, it was found: adhesive on the bending section cover had a white clouded area, electrical connector had discoloration due to water leakage, control unit had discoloration, and multiple parts had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a stain inside of the light guide lens. There were no reports of patient involvement.